Manufacturer narrative:
Overlay of the first and second doctor's impressions were performed. It showed that the initial impression sent by the doctor had major distortions on teeth number 9 and 10. The doctor repaired the patient's chipped tooth with composite and sent new acurate impressions to remake the device.

Event description:
The doctor reported that his patient had about 2 mm of the middle of incisal edge chipped off (tooth number 8) during try in of device.